Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave was selected for use. Fluoroscopy imaging was utilized. The deployment was performed from the flower to the basket to approach the right inferior pulmonary vein; however, it became a cobra-shaped and the catheter was rotated inside the sheath and deployed again, but the issue has not been resolved; therefore, it was taken out of the body and fixed it with hand. The patient had a narrow right inferior pulmonary vein. It was then reinserted and was deployed from the flower into the basket on the right inferior pulmonary vein, however, it became cobra-shaped again and could not be retracted. The guidewire got stuck as well and could not be pushed; therefore, the guidewire and catheter were removed, and both were replaced. Heparin was given to the patient. The device is not expected to be returned for analysis due to disposal.